Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: investigation results: the returned resolution 360 clip device was analyzed and the visual inspection found that the device returned without the clip assembly with evidence of full deployment with the control wire kinked and the catheter detached from the handle. A microscopic inspection found that the device had evidence of full deployment with the control wire kinked and the catheter detached from the handle. There were no other problems noted with the device. With all the available information, boston scientific concludes the reported event of clip difficult to release was not confirmed. It is possible that the physician experienced difficulties during the deployment of the clip, which caused the control wire to bend. Contributing factors may include applying extra force during deployment, using pliers to pull out the control wire to aid clip deployment, etc., may have contributed. Additionally, several procedure-related factors, including angulation and overall technique, may have also played a role in this difficulty. It is important to note that the presence of the clip assembly is essential to the investigation, as the reported event is directly associated with this component. To determine the root cause of the physicians difficulty, inspection of the clip assembly is required. Based on all additional information, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to deploy but was able to be released. The procedure was completed with the original clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to deploy but was able to be released following the troubleshooting steps. The procedure was completed with the original clip. There were no patient complications reported as a result of this event.